Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that patient continued to have issues with instability and pain, as well as adhesion. Doi: (B)(6) 2019. Dor: unknown left knee.